Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: describe event or problem. Additional information : age at time of event, age unit, date of birth, sex, other relevant history, device eval by manufacturer? , reason code for no evaluation, if other specify, imdrf annex a,g,b,c,d codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that a patient was receiving "potassium replacement" intravenously when the rn noticed that the infusion was "going faster than programmed rate." The infusion was intended to run at 50ml/hr. And was programmed using "barcode scanning." It was also reported when the pump was paused to evaluate the issue, the medication was found "still free flowing into the patient despite the pause and resetting of tubing within channel." The rn then clamped the IV tubing and notified the charge nurse. There was patient involvement, but the impact is unknown. Although requested, additional information was not provided.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that potassium had infused too fast, 2 hours instead of 12 hours on (B)(6) 2023. There was patient involvement but the impact is unknown.